Manufacturer narrative:
Info was rec'd from medwatch 5034532. Eval summary: neither x-rays nor operative notes have been returned for review. In general, pt factors that may affect the performance of the components include: age, bone quality, height/weight, activity level, type of activity (low impact vs. High impact), and relevant medical history. Rehabilitation protocol and adherence thereto are unk. It is unk if the pt followed post-operative tha precautions. With the info provided, a root cause cannot be determined. Eval: the item and lot numbers for the liner and head have not been returned, therefore review of the device history records was not possible. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be rec'd, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the pt was revised due to multiple dislocations.